Manufacturer narrative:
Updated: b5 - describe event or problem, d4 - serial number.

Event description:
It was reported that the procedure was cancelled. An angiojet console and two angiojet catheters were selected for use in a thrombectomy procedure. During the procedure, a 'check saline error' message appeared when the foot pedal was pressed. The first angiojet catheter was exchanged for a second angiojet catheter. However, the same issue occurred again. The procedure was not completed due to this event. No patient complications were reported. It was further reported that the patient was already sedated when the issue occurred.

Event description:
It was reported that the procedure was cancelled. An angiojet console and two angiojet catheters were selected for use in a thrombectomy procedure. During the procedure, a 'check saline error' message appeared when the foot pedal was pressed. The first angiojet catheter was exchanged for a second angiojet catheter. However, the same issue occurred again. The procedure was not completed due to this event. No patient complications were reported.